Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of implant"), loss of consciousness ("I almost passed out because blood was pouring out of me"), genital haemorrhage ("heavy prolonged bleeding/ abnormal bleeding (general) / I was bleeding ho bad it was all over the floor") and haemorrhagic anaemia ("anemia/ the excessive bleeding caused me to become anemic") in a 32-year-old female patient who had essure (batch no. 825629) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "the plaintiff did not undergo an essure confirmation test". The patient's medical history included hypertension. (B)(6) 2016, ultrasound order: procedure: pelvic and transvaginal diagnosis: dub (B)(6) 2016 radiology: pelvic ultrasound: technique: transabdominal sonography of the pelvis was performed followed by endovaginal scanning for better characterization of the ovaries. Findings: the uterus is mildly prominent measuring 9.2 x 5.1 x 5.5 cm with an anterofundal fibroid measuring 2.0 x 2.2 x 1.3 ern confined to the myometrium. The endometrium is unremarkable at 12 mm. The right ovary measures 4.0 x 1.8 x 3.6 cm. The left ovary measures 2.2 x 1.7 x 2.7 cm. Small follicles are· noted bilaterally. Color flow is normal in the ovaries bilaterally. There was no adnexal mass or free fluid. Impression: anterofundal myometrial fibroid measuring 2.2 cm. (B)(6) 2016, chief complain: bleeding all the time present illness: patient has frequent heavy periods past history: pain associated with periods pertinent physical information: genitalia: uterus enlarged-very stiff pertinent abnormalities: enlarged uterus clinical data: fibroid, pelvic pain, dysfunctional uterine bleeding; total abdominal hysterectomy (tah) with bilateral salpingo-oophorectomy and partial omentectomy tissue sent: intra-abdominal cavity fluid ¿ cytology gross: "intra-abdominal cavity." Approximately 40 mls of dark red fluid received. Two cytospins prepared. Clinical data: fibroid, pelvic pain, dysfunctional uterine bleeding; tah with bilateral salpingooophorectomy and partial omentectomy tissue sent: 1.utems, cervix, and bilateral fallopian tubes and ovaries 2. Omentum. CPR: intra abdominal cavity fluid. Cytologic exam: negative for malignancy gross: "uterus, cervix bilateral fallopian tubes and ovaries." A uterus, in the .same container with two severed tubo-ovarian blocks. The uterus weighs 122 gms and measures 9 x 6.5 x 5.1 c111. The serosa is smooth, shiny, and without focal lesions. The cervix shows no abnormality. On section, the endometrium is sort, tan, and uniform, not exceeding 0.4 cm in thickness. Serial sectioning of the corpus uteri discloses two well-demarcated intramural fibroid tumor measuring 1.6 and 0.3 cm, respectively. The tuba-ovarian blocks are 110t tagged, but one ovary is significal1lly larger than the other. The larger ovary measures 4 x 2.1 x 1.1 cm. It contains a hemorrhagic corpus luteum and several peripherally situated simple round cysts, the latter measuring up to 0.3 cm. The fallopian tube measures 5 cm in length x 0.6 cm in representative diameter. It shows a 1 cm hydatid or morgagni that is otherwise unremarkable. The smaller ovary' measures 3 x 2.4 x 2 cm. It shows multiple peripherally situated simple cysts measuring up to 0.4 cm in diameter. Otherwise, it shows no focal lesions. The fallopian tube measures 2.5 cm in length x 0.6 cm in representative diameter and contains a hydatid of morgagni measuring 0.9 cm. Otherwise. No focal lesions are seen. Summary of sections: a-l: serosa; a-2 cervix: a3 and a-4: endomyometrium; a-5 and a-6: myometrial tumors; a-7 and a-b; adnexa with larger ovary: a-9 and a-I 0: adnexa with smaller ovary "omentum". Two expanses of omentum, together comprising, a sphere measuring 3 cm in diameter. There arc no areas of induration or surface implants. Comment: there are no pathologic findings" that would account for the ascitic fluid. Diagnosis: uterus, hysterectomy: 1. Leiomyomata x2, up to 1.6 cm 2. Chronic cervicitis 3. Benign early secretory endometrium ovaries, right and left excision: no pathologic change fallopian tubes right and left excision: no pathologic change omentum, partial resection: : no pathologic change. (B)(6) 2016, pelvic ultrasound: clinical history: pelvic pain comparison: (B)(6) 2016 technique: transabdominal sonography of the pelvis was performed followed by endovaginal scanning findings: the patient is status post complete hysterectomy. There are no adnexal masses or fluid collections. No free fluid identified. Impression: status post complete hysterectomy and otherwise unremarkable exam. Concurrent conditions included dysfunctional uterine bleeding, uterine fibroid, fibroids and grand multiparity. In (B)(6) 201, the patient had essure inserted. In (B)(6) 2013, the patient experienced bacterial vaginosis ("infections :bacterial vaginosis"), dyspareunia ("dyspareunia (painful sexual intercourse) / it hurt for me to have sex with him"), nausea ("nausea") and back pain ("back pain"). In 2013, the patient experienced pelvic pain ("chronic pelvic pain / I had a lot of pelvic pain"). In 2015, the patient experienced fatigue ("fatigue"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with abdominal pain lower, loss of consciousness (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), haemorrhagic anaemia (seriousness criterion medically significant), headache ("headaches"), abdominal distension ("bloating"), abnormal weight gain ("excessive weight gain/ weight gain / I was 212lbs when essure was removed. "), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and loss of personal independence in daily activities ("would have to give me a day or 2 off sometimes during week because I unable to come to work"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed), salpingectomy (bilateral),oophorectomy). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, loss of consciousness, haemorrhagic anaemia, bacterial vaginosis, headache, abdominal distension, abnormal weight gain, pelvic pain, dyspareunia, back pain, fatigue and loss of personal independence in daily activities outcome was unknown and the genital haemorrhage, vaginal haemorrhage, menorrhagia and nausea had resolved. The reporter considered abdominal distension, abnormal weight gain, back pain, bacterial vaginosis, device dislocation, dyspareunia, fatigue, genital haemorrhage, haemorrhagic anaemia, headache, loss of consciousness, loss of personal independence in daily activities, menorrhagia, nausea, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: on (B)(6) 2014 patient underwent oophorectomy (bilateral removal of ovaries). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-apr-2019: quality-safety evaluation of ptc. (Product technical complaint). Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of implant"), genital haemorrhage ("heavy prolonged bleeding/ abnormal bleeding (general)") and haemorrhagic anaemia ("anemia/ the excessive bleeding caused me to become anemic") in a 32-year-old female patient who had essure (batch no. 825629) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "the plaintiff did not undergo an essure confirmation test". The patient's medical history included hypertension. *(B)(6) 2016, ultrasound order: procedure: pelvic and transvaginal. Diagnosis: dub (B)(6) 2016 radiology: pelvic ultrasound: technique: transabdominal sonography of the pelvis was performed followed by endovaginal scanning for better characterization of the ovaries. Findings: the uterus is mildly prominent measuring 9.2 x 5.1 x 5.5 cm with an anterofundal fibroid measuring 2.0 x 2.2 x 1.3 ern confined to the myometrium. The endometrium is unremarkable at 12 mm. The right ovary measures 4.0 x 1.8 x 3.6 cm. The left ovary measures 2.2 x 1.7 x 2.7 cm. Small follicles are· noted bilaterally. Color flow is normal in the ovaries bilaterally. There was no adnexal mass or free fluid. Impression: anterofundal myometrial fibroid measuring 2.2 cm. 14-apr-2016, chief complain: bleeding all the time present illness: patient has frequent heavy periods. Past history: pain associated with periods pertinent physical information:. Genitalia: uterus enlarged-very stiff. Pertinent abnormalities: enlarged uterus. Clinical data: fibroid, pelvic pain, dysfunctional uterine bleeding; total abdominal hysterectomy (tah) with bilateral salpingo-oophorectomy and partial omentectomy. Tissue sent: intra-abdominal cavity fluid ¿ cytology. Gross: "intra-abdominal cavity." Approximately 40 mls of dark red fluid received. Two cytospins prepared. Clinical data: fibroid, pelvic pain, dysfunctional uterine bleeding; tah with bilateral salpingooophorectomy and partial omentectomy tissue sent: 1.utems, cervix, and bilateral fallopian tubes and ovaries. 2. Omentum. CPR: intra abdominal cavity fluid. Cytologic exam: negative for malignancy gross: "uterus, cervix bilateral fallopian tubes and ovaries." A uterus, in the .same container with two severed tubo-ovarian blocks. The uterus weighs 122 gms and measures 9 x 6.5 x 5.1 c111. The serosa is smooth, shiny, and without focal lesions. The cervix shows no abnormality. On section, the endometrium is sort, tan, and uniform, not exceeding 0.4 cm in thickness. Serial sectioning of the corpus uteri discloses two well-demarcated intramural fibroid tumor measuring 1.6 and 0.3 cm, respectively. The tuba-ovarian blocks are 110t tagged, but one ovary is significal1lly larger than the other. The larger ovary measures 4 x 2.1 x 1.1 cm. It contains a hemorrhagic corpus luteum and several peripherally situated simple round cysts, the latter measuring up to 0.3 cm. The fallopian tube measures 5 cm in length x 0.6 cm in representative diameter. It shows a 1 cm hydatid or morgagni that is otherwise unremarkable. The smaller ovary' measures 3 x 2.4 x 2 cm. It shows multiple peripherally situated simple cysts measuring up to 0.4 cm in diameter. Otherwise, it shows no focal lesions. The fallopian tube measures 2.5 cm in length x 0.6 cm in representative diameter and contains a hydatid of morgagni measuring 0.9 cm. Otherwise. No focal lesions are seen. Summary of sections: a-l: serosa; a-2 cervix: a3 and a-4: endomyometrium; a-5 and a-6: myometrial tumors; a-7 and a-b; adnexa with larger ovary: a-9 and a-I 0: adnexa with smaller ovary "omentum". Two expanses of omentum, together comprising, a sphere measuring 3 cm in diameter. There arc no areas of induration or surface implants. Comment: there are no pathologic findings" that would account for the ascitic fluid. Diagnosis: uterus, hysterectomy: 1. Leiomyomata x2, up to 1.6 cm. 2. Chronic cervicitis. 3. Benign early secretory endometrium. Ovaries, right and left excision: no pathologic change. Fallopian tubes right and left excision: no pathologic change. Omentum, partial resection: : no pathologic change. (B)(6) 2016, pelvic ultrasound: clinical history: pelvic pain. Comparison: (B)(6) 2016. Technique: transabdominal sonography of the pelvis was performed followed by endovaginal scanning. Findings: the patient is status post complete hysterectomy. There are no adnexal masses or fluid collections. No free fluid identified. Impression: status post complete hysterectomy and otherwise unremarkable exam. Concurrent conditions included dysfunctional uterine bleeding, uterine fibroid, fibroids and grand multiparity. In january 2013, the patient had essure inserted. In february 2013, the patient experienced bacterial vaginosis ("infections :bacterial vaginosis"), dyspareunia ("dyspareunia (painful sexual intercourse)"), nausea ("nausea") and back pain ("back pain"). In 2015, the patient experienced fatigue ("fatigue"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with abdominal pain lower, genital haemorrhage (seriousness criterion medically significant), haemorrhagic anaemia (seriousness criterion medically significant), headache ("headaches"), abdominal distension ("bloating"), abnormal weight gain ("excessive weight gain/ weight gain / I was 212lbs when essure was removed. "), pelvic pain ("chronic pelvic pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). The patient was treated with surgery (to remove essure implant, total hysterectomy (uterus and cervix removed), salpingectomy (bilateral)). Essure was removed on 13-apr-2016. At the time of the report, the device dislocation, haemorrhagic anaemia, bacterial vaginosis, headache, abdominal distension, abnormal weight gain, pelvic pain, dyspareunia, back pain and fatigue outcome was unknown and the genital haemorrhage, vaginal haemorrhage, menorrhagia and nausea had resolved. The reporter considered abdominal distension, abnormal weight gain, back pain, bacterial vaginosis, device dislocation, dyspareunia, fatigue, genital haemorrhage, haemorrhagic anaemia, headache, menorrhagia, nausea, pelvic pain and vaginal haemorrhage to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on (B)(6) 2019: medical records received: reporters were added. Lot number was added. Medical history were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of implant"), loss of consciousness ("I almost passed out because blood was pouring out of me"), genital haemorrhage ("heavy prolonged bleeding/ abnormal bleeding (general) / I was bleeding ho bad it was all over the floor") and haemorrhagic anaemia ("anemia/ the excessive bleeding caused me to become anemic") in a 32-year-old female patient who had essure (batch no. 825629) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "the plaintiff did not undergo an essure confirmation test". The patient's medical history included hypertension. *(B)(6) 2016, ultrasound order: procedure: pelvic and transvaginal. Diagnosis: dub (B)(6) 2016 radiology: pelvic ultrasound: technique: transabdominal sonography of the pelvis was performed followed by endovaginal scanning for better characterization of the ovaries. Findings: the uterus is mildly prominent measuring 9.2 x 5.1 x 5.5 cm with an anterofundal fibroid measuring 2.0 x 2.2 x 1.3 ern confined to the myometrium. The endometrium is unremarkable at 12 mm. The right ovary measures 4.0 x 1.8 x 3.6 cm. The left ovary measures 2.2 x 1.7 x 2.7 cm. Small follicles are· noted bilaterally. Color flow is normal in the ovaries bilaterally. There was no adnexal mass or free fluid. Impression: anterofundal myometrial fibroid measuring 2.2 cm. (B)(6) 2016, chief complain: bleeding all the time present illness: patient has frequent heavy periods past history: pain associated with periods pertinent physical information: genitalia: uterus enlarged-very stiff pertinent abnormalities: enlarged uterus clinical data: fibroid, pelvic pain, dysfunctional uterine bleeding; total abdominal hysterectomy (tah) with bilateral salpingo-oophorectomy and partial omentectomy tissue sent: intra-abdominal cavity fluid ¿ cytology gross: "intra-abdominal cavity." Approximately 40 mls of dark red fluid received. Two cytospins prepared. Clinical data: fibroid, pelvic pain, dysfunctional uterine bleeding; tah with bilateral salpingooophorectomy and partial omentectomy tissue sent: 1.utems, cervix, and bilateral fallopian tubes and ovaries 2. Omentum. CPR: intra abdominal cavity fluid. Cytologic exam: negative for malignancy gross: "uterus, cervix bilateral fallopian tubes and ovaries." A uterus, in the .same container with two severed tubo-ovarian blocks. The uterus weighs 122 gms and measures 9 x 6.5 x 5.1 c111. The serosa is smooth, shiny, and without focal lesions. The cervix shows no abnormality. On section, the endometrium is sort, tan, and uniform, not exceeding 0.4 cm in thickness. Serial sectioning of the corpus uteri discloses two well-demarcated intramural fibroid tumor measuring 1.6 and 0.3 cm, respectively. The tuba-ovarian blocks are 110t tagged, but one ovary is significantly larger than the other. The larger ovary measures 4 x 2.1 x 1.1 cm. It contains a hemorrhagic corpus luteum and several peripherally situated simple round cysts, the latter measuring up to 0.3 cm. The fallopian tube measures 5 cm in length x 0.6 cm in representative diameter. It shows a 1 cm hydatid or morgagni that is otherwise unremarkable. The smaller ovary' measures 3 x 2.4 x 2 cm. It shows multiple peripherally situated simple cysts measuring up to 0.4 cm in diameter. Otherwise, it shows no focal lesions. The fallopian tube measures 2.5 cm in length x 0.6 cm in representative diameter and contains a hydatid of morgagni measuring 0.9 cm. Otherwise. No focal lesions are seen. Summary of sections: a-l: serosa; a-2 cervix: a3 and a-4: endomyometrium; a-5 and a-6: myometrial tumors; a-7 and a-b; adnexa with larger ovary: a-9 and a-I 0: adnexa with smaller ovary "omentum". Two expanses of omentum, together comprising, a sphere measuring 3 cm in diameter. There arc no areas of induration or surface implants. Comment: there are no pathologic findings" that would account for the ascitic fluid. Diagnosis: uterus, hysterectomy: 1. Leiomyomata x2, up to 1.6 cm. 2. Chronic cervicitis. 3. Benign early secretory endometrium ovaries, right and left excision: no pathologic change fallopian tubes right and left excision: no pathologic change omentum, partial resection: : no pathologic change. (B)(6) 2016, pelvic ultrasound: clinical history: pelvic pain comparison: (B)(6) 2016. Technique: transabdominal sonography of the pelvis was performed followed by endovaginal scanning findings: the patient is status post complete hysterectomy. There are no adnexal masses or fluid collections. No free fluid identified. Impression: status post complete hysterectomy and otherwise unremarkable exam. Concurrent conditions included dysfunctional uterine bleeding, uterine fibroid, fibroids and grand multiparity. In (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced bacterial vaginosis ("infections :bacterial vaginosis"), dyspareunia ("dyspareunia (painful sexual intercourse) / it hurt for me to have sex with him"), nausea ("nausea") and back pain ("back pain"). In 2013, the patient experienced pelvic pain ("chronic pelvic pain / I had a lot of pelvic pain"). In 2015, the patient experienced fatigue ("fatigue"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with abdominal pain lower, loss of consciousness (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), haemorrhagic anaemia (seriousness criterion medically significant), headache ("headaches"), abdominal distension ("bloating"), abnormal weight gain ("excessive weight gain/ weight gain / I was 212lbs when essure was removed. "), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and loss of personal independence in daily activities ("would have to give me a day or 2 off sometimes during week because I unable to come to work"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed), salpingectomy (bilateral),oophorectomy). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, loss of consciousness, haemorrhagic anaemia, bacterial vaginosis, headache, abdominal distension, abnormal weight gain, pelvic pain, dyspareunia, back pain, fatigue and loss of personal independence in daily activities outcome was unknown and the genital haemorrhage, vaginal haemorrhage, menorrhagia and nausea had resolved. The reporter considered abdominal distension, abnormal weight gain, back pain, bacterial vaginosis, device dislocation, dyspareunia, fatigue, genital haemorrhage, haemorrhagic anaemia, headache, loss of consciousness, loss of personal independence in daily activities, menorrhagia, nausea, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: on (B)(6) 2014 patient underwent oophorectomy (bilateral removal of ovaries). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: event "I almost passed out because blood was pouring out of me, would have to give me a day or 2 off sometimes during week because I unable to come to work" added from pfs. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of implant") and genital haemorrhage ("heavy prolonged bleeding/ abnormal bleeding (general)") in a 32-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "the plaintiff did not undergo an essure confirmation test". The patient's concurrent conditions included dysfunctional uterine bleeding, uterine fibroid and fibroids. In (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced bacterial vaginosis ("infections :bacterial vaginosis"), dyspareunia ("dyspareunia (painful sexual intercourse)"), nausea ("nausea") and back pain ("back pain"). In 2015, the patient experienced fatigue ("fatigue"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with abdominal pain lower, genital haemorrhage (seriousness criterion medically significant), headache ("headaches"), anaemia ("anemia/ the excessive bleeding caused me to become anemic"), abdominal distension ("bloating"), abnormal weight gain ("excessive weight gain/ weight gain / I was 212lbs when essure was removed. "), pelvic pain ("chronic pelvic pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). The patient was treated with surgery (to remove essure implant, total hysterectomy (uterus and cervix removed), salpingectomy (bilateral)). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, bacterial vaginosis, headache, anaemia, abdominal distension, abnormal weight gain, pelvic pain, dyspareunia, back pain and fatigue outcome was unknown and the genital haemorrhage, vaginal haemorrhage, menorrhagia and nausea had resolved. The reporter considered abdominal distension, abnormal weight gain, anaemia, back pain, bacterial vaginosis, device dislocation, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, nausea, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results: (B)(6) 2016, ultrasound order: procedure: pelvic and transvaginal. Diagnosis: dub. (B)(6) 2016 radiology: pelvic ultrasound: technique: transabdominal sonography of the pelvis was performed followed by endovaginal scanning for better characterization of the ovaries. Findings: the uterus is mildly prominent measuring 9.2 x 5.1 x 5.5 cm with an anterofundal fibroid measuring 2.0 x 2.2 x 1.3 ern confined to the myometrium. The endometrium is unremarkable at 12 mm. The right ovary measures 4.0 x 1.8 x 3.6 cm. The left ovary measures 2.2 x 1.7 x 2.7 cm. Small follicles are· noted bilaterally. Color flow is normal in the ovaries bilaterally. There was no adnexal mass or free fluid. Impression: anterofundal myometrial fibroid measuring 2.2 cm. (B)(6) 2016, chief complain: bleeding all the time. Present illness: patient has frequent heavy periods. Past history: pain associated with periods. Pertinent physical information: genitalia: uterus enlarged-very stiff. Pertinent abnormalities: enlarged uterus. Clinical data: fibroid, pelvic pain, dysfunctional uterine bleeding; total abdominal hysterectomy (tah) with bilateral salpingo-oophorectomy and partial omentectomy tissue sent: intra-abdominal cavity fluid ¿ cytology. Gross: "intra-abdominal cavity." Approximately 40 mls of dark red fluid received. Two cytospins prepared. Clinical data: fibroid, pelvic pain, dysfunctional uterine bleeding; tah with bilateral salpingooophorectomy and partial omentectomy. Tissue sent: 1.utems, cervix, and bilateral fallopian tubes and ovaries. 2. Omentum. CPR: intra abdominal cavity fluid. Cytologic exam: negative for malignancy gross: "uterus, cervix bilateral fallopian tubes and ovaries." A uterus, in the .same container with two severed tubo-ovarian blocks. The uterus weighs 122 gms and measures 9 x 6.5 x 5.1 c111. The serosa is smooth, shiny, and without focal lesions. The cervix shows no abnormality. On section, the endometrium is sort, tan, and uniform, not exceeding 0.4 cm in thickness. Serial sectioning of the corpus uteri discloses two well-demarcated intramural fibroid tumor measuring 1.6 and 0.3 cm, respectively. The tuba-ovarian blocks are 110t tagged, but one ovary is significantly larger than the other. The larger ovary measures 4 x 2.1 x 1.1 cm. It contains a hemorrhagic corpus luteum and several peripherally situated simple round cysts, the latter measuring up to 0.3 cm. The fallopian tube measures 5 cm in length x 0.6 cm in representative diameter. It shows a 1 cm hydatid or morgagni that is otherwise unremarkable. The smaller ovary' measures 3 x 2.4 x 2 cm. It shows multiple peripherally situated simple cysts measuring up to 0.4 cm in diameter. Otherwise, it shows no focal lesions. The fallopian tube measures 2.5 cm in length x 0.6 cm in representative diameter and contains a hydatid of morgagni measuring 0.9 cm. Otherwise. No focal lesions are seen. Summary of sections: a-l: serosa; a-2 cervix: a3 and a-4: endomyometrium; a-5 and a-6: myometrial tumors; a-7 and a-b; adnexa with larger ovary: a-9 and a-I 0: adnexa with smaller ovary "omentum". Two expanses of omentum, together comprising, a sphere measuring 3 cm in diameter. There arc no areas of induration or surface implants. Comment: there are no pathologic findings" that would account for the ascitic fluid. Diagnosis: uterus, hysterectomy: 1. Leiomyomata x2, up to 1.6 cm. 2. Chronic cervicitis. 3. Benign early secretory endometrium. Ovaries, right and left excision: no pathologic change. Fallopian tubes right and left excision: no pathologic change. Omentum, partial resection: : no pathologic change. (B)(6) 2016, pelvic ultrasound: clinical history: pelvic pain. Comparison: (B)(6) 2016. Technique: transabdominal sonography of the pelvis was performed followed by endovaginal scanning. Findings: the patient is status post complete hysterectomy. There are no adnexal masses or fluid collections. No free fluid identified. Impression: status post complete hysterectomy and otherwise unremarkable exam. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-oct-2018: pfs & mr received. Date of insertion was updated. Concomitant condition was added. Added event abnormal bleeding (vaginal), abnormal bleeding(menorrhagia), nausea, back pain, fatigue, the excessive. Updated onset date. Updated outcome of events. (Abnormal bleeding, nausea, fatigue). Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of implant") and genital haemorrhage ("heavy prolonged bleeding/ abnormal bleeding (general)") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "the plaintiff did not undergo an essure confirmation test". The patient's concurrent conditions included dysfunctional uterine bleeding and uterine fibroid. In 2013, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with abdominal pain lower, genital haemorrhage (seriousness criterion medically significant), infection ("infections"), headache ("headaches"), anaemia ("anemia"), abdominal distension ("bloating"), abnormal weight gain ("excessive weight gain/ weight gain"), pelvic pain ("chronic pelvic pain") and dyspareunia ("dyspareunia (painful sexual intercourse)"). The patient was treated with surgery (to remove essure implant, total hysterectomy (uterus and cervix removed), salpingectomy (bilateral)). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, genital haemorrhage, infection, headache, anaemia, abdominal distension, abnormal weight gain, pelvic pain and dyspareunia outcome was unknown. The reporter considered abdominal distension, abnormal weight gain, anaemia, device dislocation, dyspareunia, genital haemorrhage, headache, infection and pelvic pain to be related to essure. Diagnostic results: (B)(6) 2016, ultrasound order: procedure: pelvic and transvaginal. Diagnosis: dub. (B)(6) 2016 radiology: pelvic ultrasound: technique: transabdominal sonography of the pelvis was performed followed by endovaginal scanning for better characterization of the ovaries. Findings: the uterus is mildly prominent measuring 9.2 x 5.1 x 5.5 cm with an anterofundal fibroid measuring 2.0 x 2.2 x 1.3 ern confined to the myometrium. The endometrium is unremarkable at 12 mm. The right ovary measures 4.0 x 1.8 x 3.6 cm. The left ovary measures 2.2 x 1.7 x 2.7 cm. Small follicles are· noted bilaterally. Color flow is normal in the ovaries bilaterally. There was no adnexal mass or free fluid. Impression: anterofundal myometrial fibroid measuring 2.2 cm. (B)(6) 2016, chief complain: bleeding all the time present illness: patient has frequent heavy periods past history: pain associated with periods pertinent physical information: genitalia: uterus enlarged-very stiff pertinent abnormalities: enlarged uterus clinical data: fibroid, pelvic pain, dysfunctional uterine bleeding; total abdominal hysterectomy (tah) with bilateral salpingo-oophorectomy and partial omentectomy tissue sent: intra-abdominal cavity fluid ¿ cytology gross: "intra-abdominal cavity." Approximately 40 mls of dark red fluid received. Two cytospins prepared. Clinical data: fibroid, pelvic pain, dysfunctional uterine bleeding; tah with bilateral salpingooophorectomy and partial omentectomy tissue sent: 1.utems, cervix, and bilateral fallopian tubes and ovaries 2. Omentum. CPR: intra abdominal cavity fluid. Cytologic exam: negative for malignancy gross: "uterus, cervix bilateral fallopian tubes and ovaries." A uterus, in the .same container with two severed tubo-ovarian blocks. The uterus weighs 122 gms and measures 9 x 6.5 x 5.1 c111. The serosa is smooth, shiny, and without focal lesions. The cervix shows no abnormality. On section, the endometrium is sort, tan, and uniform, not exceeding 0.4 cm in thickness. Serial sectioning of the corpus uteri discloses two well-demarcated intramural fibroid tumor measuring 1.6 and 0.3 cm, respectively. The tuba-ovarian blocks are 110t tagged, but one ovary is significal1lly larger than the other. The larger ovary measures 4 x 2.1 x 1.1 cm. It contains a hemorrhagic corpus luteum and several peripherally situated simple round cysts, the latter measuring up to 0.3 cm. The fallopian tube measures 5 cm in length x 0.6 cm in representative diameter. It shows a 1 cm hydatid or morgagni that is otherwise unremarkable. The smaller ovary' measures 3 x 2.4 x 2 cm. It shows multiple peripherally situated simple cysts measuring up to 0.4 cm in diameter. Otherwise, it shows no focal lesions. The fallopian tube measures 2.5 cm in length x 0.6 cm in representative diameter and contains a hydatid of morgagni measuring 0.9 cm. Otherwise. No focal lesions are seen. Summary of sections: a-l: serosa; a-2 cervix: a3 and a-4: endomyometrium; a-5 and a-6: myometrial tumors; a-7 and a-b; adnexa with larger ovary: a-9 and a-I 0: adnexa with smaller ovary "omentum". Two expanses of omentum, together comprising, a sphere measuring 3 cm in diameter. There arc no areas of induration or surface implants. Comment: there are no pathologic findings" that would account for the ascitic fluid. Diagnosis: uterus, hysterectomy: 1. Leiomyomata x2, up to 1.6 cm 2. Chronic cervicitis 3. Benign early secretory endometrium ovaries, right and left excision: no pathologic change fallopian tubes right and left excision: no pathologic change omentum, partial resection: : no pathologic change. (B)(6) 2016, pelvic ultrasound: clinical history: pelvic pain. Comparison: (B)(6) 2016. Technique: transabdominal sonography of the pelvis was performed followed by endovaginal scanning findings: the patient is status post complete hysterectomy. There are no adnexal masses or fluid collections. No free fluid identified. Impression: status post complete hysterectomy and otherwise unremarkable exam. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet and medical record received. Reporter information, patient¿s demographic information, relevant history and lab data updated. Events abnormal bleeding (general), weight gain, lower abdominal, lower bad, bilateral sides pain were clubbed with previously reported events. Events dyspareunia, device monitoring procedure not performed were newly added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of implant"), loss of consciousness ("I almost passed out because blood was pouring out of me"), genital haemorrhage ("heavy prolonged bleeding/ abnormal bleeding (general) / I was bleeding ho bad it was all over the floor/when I would stand up after using the bathroom I would bleed all over the floor") and blood loss anaemia ("anemia/ the excessive bleeding caused me to become anemic") in a 32-year-old female patient who had essure (batch no. 825629,826629) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "the plaintiff did not undergo an essure confirmation test". The patient's medical history included hypertension. *(B)(6) 2016, ultrasound order: procedure: pelvic and transvaginal diagnosis: dub (B)(6) 2016 radiology: pelvic ultrasound: technique: transabdominal sonography of the pelvis was performed followed by endovaginal scanning for better characterization of the ovaries. Findings: the uterus is mildly prominent measuring 9.2 x 5.1 x 5.5 cm with an anterofundal fibroid measuring 2.0 x 2.2 x 1.3 ern confined to the myometrium. The endometrium is unremarkable at 12 mm. The right ovary measures 4.0 x 1.8 x 3.6 cm. The left ovary measures 2.2 x 1.7 x 2.7 cm. Small follicles are· noted bilaterally. Color flow is normal in the ovaries bilaterally. There was no adnexal mass or free fluid. Impression: anterofundal myometrial fibroid measuring 2.2 cm. (B)(6) 2016, chief complain: bleeding all the time present illness: patient has frequent heavy periods past history: pain associated with periods pertinent physical information: genitalia: uterus enlarged-very stiff pertinent abnormalities: enlarged uterus clinical data: fibroid, pelvic pain, dysfunctional uterine bleeding; total abdominal hysterectomy (tah) with bilateral salpingo-oophorectomy and partial omentectomy tissue sent: intra-abdominal cavity fluid ¿ cytology gross: "intra-abdominal cavity." Approximately 40 mls of dark red fluid received. Two cytospins prepared. Clinical data: fibroid, pelvic pain, dysfunctional uterine bleeding; tah with bilateral salpingooophorectomy and partial omentectomy tissue sent: 1.utems, cervix, and bilateral fallopian tubes and ovaries 2. Omentum. CPR: intra abdominal cavity fluid. Cytologic exam: negative for malignancy gross: "uterus, cervix bilateral fallopian tubes and ovaries." A uterus, in the .same container with two severed tubo-ovarian blocks. The uterus weighs 122 gms and measures 9 x 6.5 x 5.1 c111. The serosa is smooth, shiny, and without focal lesions. The cervix shows no abnormality. On section, the endometrium is sort, tan, and uniform, not exceeding 0.4 cm in thickness. Serial sectioning of the corpus uteri discloses two well-demarcated intramural fibroid tumor measuring 1.6 and 0.3 cm, respectively. The tuba-ovarian blocks are 110t tagged, but one ovary is significal1lly larger than the other. The larger ovary measures 4 x 2.1 x 1.1 cm. It contains a hemorrhagic corpus luteum and several peripherally situated simple round cysts, the latter measuring up to 0.3 cm. The fallopian tube measures 5 cm in length x 0.6 cm in representative diameter. It shows a 1 cm hydatid or morgagni that is otherwise unremarkable. The smaller ovary' measures 3 x 2.4 x 2 cm. It shows multiple peripherally situated simple cysts measuring up to 0.4 cm in diameter. Otherwise, it shows no focal lesions. The fallopian tube measures 2.5 cm in length x 0.6 cm in representative diameter and contains a hydatid of morgagni measuring 0.9 cm. Otherwise. No focal lesions are seen. Summary of sections: a-l: serosa; a-2 cervix: a3 and a-4: endomyometrium; a-5 and a-6: myometrial tumors; a-7 and a-b; adnexa with larger ovary: a-9 and a-I 0: adnexa with smaller ovary "omentum". Two expanses of omentum, together comprising, a sphere measuring 3 cm in diameter. There arc no areas of induration or surface implants. Comment: there are no pathologic findings" that would account for the ascitic fluid. Diagnosis: uterus, hysterectomy: 1. Leiomyomata x2, up to 1.6 cm 2. Chronic cervicitis 3. Benign early secretory endometrium ovaries, right and left excision: no pathologic change fallopian tubes right and left excision: no pathologic change omentum, partial resection: : no pathologic change. (B)(6) 2016, pelvic ultrasound: clinical history: pelvic pain comparison: (B)(6) 2016 technique: transabdominal sonography of the pelvis was performed followed by endovaginal scanning findings: the patient is status post complete hysterectomy. There are no adnexal masses or fluid collections. No free fluid identified. Impression: status post complete hysterectomy and otherwise unremarkable exam. Previously administered products included for an unreported indication: mirena in 2006. Concurrent conditions included dysfunctional uterine bleeding, uterine fibroid, fibroids and grand multiparity. Concomitant products included norethisterone (ortho micronor). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced loss of consciousness (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), bacterial vaginosis ("infections :bacterial vaginosis/ I kept getting bacterial vaginosis"), pelvic pain ("chronic pelvic pain / I had a lot of pelvic pain"), dyspareunia ("dyspareunia (painful sexual intercourse) / it hurt for me to have sex with him"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)/ I was having a lot of blood clots"), nausea ("nausea"), back pain ("back pain/ I had a lot of back pain"), fatigue ("fatigue") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2013, the patient was found to have weight increased ("I weighed 140lbs when I had my daughter. I was 212lbs when essure was removed"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with abdominal pain lower, blood loss anaemia (seriousness criterion medically significant), headache ("headaches"), abdominal distension ("bloating"), abnormal weight gain ("excessive weight gain/ weight gain / I was 212lbs when essure was removed. ") and loss of personal independence in daily activities ("would have to give me a day or 2 off sometimes during week because I unable to come to work") and was found to have uterine leiomyoma ("reproductive system disorder or condition type of disorder or condition: fibroids"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed), salpingectomy (bilateral),oophorectomy). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, loss of consciousness, blood loss anaemia, bacterial vaginosis, headache, abdominal distension, abnormal weight gain, pelvic pain, dyspareunia, back pain, fatigue, loss of personal independence in daily activities, dysmenorrhoea, uterine leiomyoma and weight increased outcome was unknown and the genital haemorrhage, vaginal haemorrhage, menorrhagia and nausea had resolved. The reporter considered abdominal distension, abnormal weight gain, back pain, bacterial vaginosis, blood loss anaemia, device dislocation, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, loss of consciousness, loss of personal independence in daily activities, menorrhagia, nausea, pelvic pain, uterine leiomyoma, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: on (B)(6) 2014 patient underwent oophorectomy (bilateral removal of ovaries). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-may-2019: plaintiff fact sheet received. Events: dysmenorrhea (cramping), reproductive system disorder or condition type of disorder or condition: fibroids, I weighed 140lbs when I had my daughter. I was 212lbs when essure was removed was added. Lot number was added. Event onset date was updated. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of implant"), loss of consciousness ("I almost passed out because blood was pouring out of me"), genital haemorrhage ("heavy prolonged bleeding/ abnormal bleeding (general) / I was bleeding ho bad it was all over the floor/when I would stand up after using the bathroom I would bleed all over the floor") and blood loss anaemia ("anemia/ the excessive bleeding caused me to become anemic") in a 32-year-old female patient who had essure (batch no. 825629, 826629-invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "the plaintiff did not undergo an essure confirmation test". The patient's medical history included hypertension. (B)(6) 2016, ultrasound order: procedure: pelvic and transvaginal, diagnosis: dub. (B)(6) 2016 radiology: pelvic ultrasound: impression: anterofundal myometrial fibroid measuring 2.2 cm. 14-apr-2016, clinical data: fibroid, pelvic pain, dysfunctional uterine bleeding; tah with bilateral salpingooophorectomy and partial omentectomy. Tissue sent: 1.utems, cervix, and bilateral fallopian tubes and ovaries. 2. Omentum. Comment: there are no pathologic findings" that would account for the ascitic fluid. Diagnosis: uterus, hysterectomy: 1. Leiomyomata x2, up to 1.6 cm. 2. Chronic cervicitis. 3. Benign early secretory endometrium. Ovaries, right and left excision, fallopian tubes right and left excision, omentum, partial resection: no pathologic change. (B)(6) 2016, pelvic ultrasound: clinical history: pelvic pain. Technique: transabdominal sonography of the pelvis was performed followed by endovaginal scanning. Impression: status post complete hysterectomy and otherwise unremarkable exam. Previously administered products included for an unreported indication: mirena in 2006. Concurrent conditions included dysfunctional uterine bleeding, uterine fibroid, fibroids and grand multiparity. Concomitant products included norethisterone (ortho micronor). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced loss of consciousness (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), bacterial vaginosis ("infections: bacterial vaginosis/ I kept getting bacterial vaginosis"), pelvic pain ("chronic pelvic pain / I had a lot of pelvic pain"), dyspareunia ("dyspareunia (painful sexual intercourse) / it hurt for me to have sex with him"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)/ I was having a lot of blood clots"), nausea ("nausea"), back pain ("back pain/ I had a lot of back pain"), fatigue ("fatigue") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2013, the patient was found to have weight increased ("I weighed 140lbs when I had my daughter. I was 212lbs when essure was removed"), 2 months 21 days after insertion of essure. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with abdominal pain lower, blood loss anaemia (seriousness criterion medically significant), headache ("headaches"), abdominal distension ("bloating"), abnormal weight gain ("excessive weight gain/ weight gain / I was 212lbs when essure was removed") and loss of personal independence in daily activities ("would have to give me a day or 2 off sometimes during week because I unable to come to work") and was found to have uterine leiomyoma ("reproductive system disorder or condition type of disorder or condition: fibroids"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed), salpingectomy (bilateral),oophorectomy). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, loss of consciousness, blood loss anaemia, bacterial vaginosis, headache, abdominal distension, abnormal weight gain, pelvic pain, dyspareunia, back pain, fatigue, loss of personal independence in daily activities, dysmenorrhoea, uterine leiomyoma and weight increased outcome was unknown and the genital haemorrhage, vaginal haemorrhage, menorrhagia and nausea had resolved. The reporter considered abdominal distension, abnormal weight gain, back pain, bacterial vaginosis, blood loss anaemia, device dislocation, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, loss of consciousness, loss of personal independence in daily activities, menorrhagia, nausea, pelvic pain, uterine leiomyoma, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: on (B)(6) 2014 patient underwent oophorectomy (bilateral removal of ovaries). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-may-2019: update of information (batch is invalid). Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
The spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of implant"), genital haemorrhage ("heavy prolonged bleeding/ abnormal bleeding (general)") and haemorrhagic anaemia ("anemia/ the excessive bleeding caused me to become anemic") in a 32-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "the plaintiff did not undergo an essure confirmation test". The patient's concurrent conditions included dysfunctional uterine bleeding, uterine fibroid and fibroids. In (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced bacterial vaginosis ("infections :bacterial vaginosis"), dyspareunia ("dyspareunia (painful sexual intercourse)"), nausea ("nausea") and back pain ("back pain"). In (B)(6) , the patient experienced fatigue ("fatigue"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with abdominal pain lower, genital haemorrhage (seriousness criterion medically significant), headache ("headaches"), haemorrhagic anaemia (seriousness criterion medically significant), abdominal distension ("bloating"), abnormal weight gain ("excessive weight gain/ weight gain / I was 212lbs when essure was removed. "), pelvic pain ("chronic pelvic pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). The patient was treated with surgery (to remove essure implant, total hysterectomy (uterus and cervix removed), salpingectomy (bilateral)). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, bacterial vaginosis, headache, haemorrhagic anaemia, abdominal distension, abnormal weight gain, pelvic pain, dyspareunia, back pain and fatigue outcome was unknown and the genital haemorrhage, vaginal haemorrhage, menorrhagia and nausea had resolved. The reporter considered abdominal distension, abnormal weight gain, back pain, bacterial vaginosis, device dislocation, dyspareunia, fatigue, genital haemorrhage, haemorrhagic anaemia, headache, menorrhagia, nausea, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results: on (B)(6) 2016, ultrasound order: procedure: pelvic and transvaginal. Diagnosis: dub. On (B)(6) 2016 radiology: pelvic ultrasound: technique: transabdominal sonography of the pelvis was performed followed by endovaginal scanning for better characterization of the ovaries. Findings: the uterus is mildly prominent measuring 9.2 x 5.1 x 5.5 cm with an anterofundal fibroid measuring 2.0 x 2.2 x 1.3 ern confined to the myometrium. The endometrium is unremarkable at 12 mm. The right ovary measures 4.0 x 1.8 x 3.6 cm. The left ovary measures 2.2 x 1.7 x 2.7 cm. Small follicles are· noted bilaterally. Color flow is normal in the ovaries bilaterally. There was no adnexal mass or free fluid. Impression: anterofundal myometrial fibroid measuring 2.2 cm. On (B)(6) 2016, chief complain: bleeding all the time. Present illness: patient has frequent heavy periods. Past history: pain associated with periods. Pertinent physical information: genitalia: uterus enlarged-very stiff pertinent abnormalities: enlarged uterus. Clinical data: fibroid, pelvic pain, dysfunctional uterine bleeding; total abdominal hysterectomy (tah) with bilateral salpingo-oophorectomy and partial omentectomy tissue sent: intra-abdominal cavity fluid ¿ cytology gross: "intra-abdominal cavity." Approximately 40 mls of dark red fluid received. Two cytospins prepared. Clinical data: fibroid, pelvic pain, dysfunctional uterine bleeding; tah with bilateral salpingooophorectomy and partial omentectomy. Tissue sent: 1.utems, cervix, and bilateral fallopian tubes and ovaries. 2. Omentum. CPR: intra abdominal cavity fluid. Cytologic exam: negative for malignancy gross: "uterus, cervix bilateral fallopian tubes and ovaries." A uterus, in the .same container with two severed tubo-ovarian blocks. The uterus weighs 122 gms and measures 9 x 6.5 x 5.1 c111. The serosa is smooth, shiny, and without focal lesions. The cervix shows no abnormality. On section, the endometrium is sort, tan, and uniform, not exceeding 0.4 cm in thickness. Serial sectioning of the corpus uteri discloses two well-demarcated intramural fibroid tumor measuring 1.6 and 0.3 cm, respectively. The tuba-ovarian blocks are 110t tagged, but one ovary is significantly larger than the other. The larger ovary measures 4 x 2.1 x 1.1 cm. It contains a hemorrhagic corpus luteum and several peripherally situated simple round cysts, the latter measuring up to 0.3 cm. The fallopian tube measures 5 cm in length x 0.6 cm in representative diameter. It shows a 1 cm hydatid or morgagni that is otherwise unremarkable. The smaller ovary' measures 3 x 2.4 x 2 cm. It shows multiple peripherally situated simple cysts measuring up to 0.4 cm in diameter. Otherwise, it shows no focal lesions. The fallopian tube measures 2.5 cm in length x 0.6 cm in representative diameter and contains a hydatid of morgagni measuring 0.9 cm. Otherwise. No focal lesions are seen. Summary of sections: a-l: serosa; a-2 cervix: a3 and a-4: endomyometrium; a-5 and a-6: myometrial tumors; a-7 and a-b; adnexa with larger ovary: a-9 and a-I 0: adnexa with smaller ovary "omentum". Two expanses of omentum, together comprising, a sphere measuring 3 cm in diameter. There arc no areas of induration or surface implants. Comment: there are no pathologic findings" that would account for the ascitic fluid. Diagnosis: uterus, hysterectomy: 1. Leiomyomata x2, up to 1.6 cm 2. Chronic cervicitis 3. Benign early secretory endometrium ovaries, right and left excision: no pathologic change fallopian tubes right and left excision: no pathologic change omentum, partial resection: : no pathologic change. On (B)(6) 2016, pelvic ultrasound: clinical history: pelvic pain. Comparison: on (B)(6) 2016. Technique: transabdominal sonography of the pelvis was performed followed by endovaginal scanning. Findings: the patient is status post complete hysterectomy. There are no adnexal masses or fluid collections. No free fluid identified. Impression: status post complete hysterectomy and otherwise unremarkable exam. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-oct-2018: following company internal coding review, the previous reported event anemia/ the excessive bleeding caused me to become anemic was recoded to the meddra llt: haemorrhagic anaemia. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of implant") and genital haemorrhage ("heavy prolonged bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2013, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with abdominal pain lower, genital haemorrhage (seriousness criterion medically significant), infection ("infections"), headache ("headaches"), anaemia ("anemia"), abdominal distension ("bloating"), abnormal weight gain ("excessive weight gain") and pelvic pain ("chronic pelvic pain"). The patient was treated with surgery (to remove the essure implant). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, genital haemorrhage, infection, headache, anaemia, abdominal distension, abnormal weight gain and pelvic pain outcome was unknown. The reporter considered abdominal distension, abnormal weight gain, anaemia, device dislocation, genital haemorrhage, headache, infection and pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.